Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had updated the basal settings. Reportedly, the settings reverted back to the previous settings without user input. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.